Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's blood glucose was dropping rapidly and unexpectedly. The customer stated that her blood glucose reading dropped from 456 mg/dl to 311 mg/dl within half an hour after she bolused with the bolus wizard. Programming was correct. Troubleshooting was performed and the insulin pump failed the displacement test. Nothing further was reported.